Manufacturer narrative:
A possible root caused was determined. An ocd field engineer arrived on site and determined the pressure regulator assembly was not functioning as expected. Replacement of the regulator assembly and the appropriate adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped and the dilution cup overflowed during type and screen testing. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue and aborted testing, preventing the possibilty of erroneous results from being reported.